Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level of 582 mg/dl. The customer was treated with syringe. Troubleshooting was performed. Customer was neither in emergency room nor admitted into hospital and based on customer report customer allege insulin pump was under delivering. Auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. There were no site or insulin issues. The device settings were correct. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will be returned for analysis and reservoir will not be retuned for analysis.